Event description:
Follow-up revealed the patient underwent surgical intervention to explant and replace the ipg which resolved the issue. Therapy was restored post-operative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient ((B)(6)) failed to recharge the ipg as recommended. It was noted the patient has not used or recharged the ipg in a year and half. As result, the patient's ipg is unable to communicate with external devices (patient programmer and charger). In turn, surgical intervention may be undertaken to explant and replace the inoperable ipg.